Event description:
It was reported that the patient was implanted with an durom acetabular component. Subsequently, the patient underwent revision surgery due to pain, metallosis, loosening and cracking.

Manufacturer narrative:
Additional information which was received on nov 13, 2019. Concomitant medical products: metasul ldh, head, 50, code p, taper 18/20 catalog no# 0100181500; lot no# unknown, unknown avenir stem, 6. Catalog no# unknown; lot no# unknown and unknown cone 12/14, medium neck catalog no# unknown; lot no# unknown. Therapy date : (B)(6) 2015. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008.therefore, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. No further investigation required as this issue is known and addressed in (B)(4)(error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim has been raised. It was reported that the patient was implanted with an unknown hip implant on the left side. Subsequently, the patient underwent revision surgery due to pain, metallosis and cracking. Additional information has been requested.